Event description:
It was reported that the patient was experiencing supraventricular tachycardia (svt) almost daily. The patient refused the ablation procedure in favor of increasing the listing status for transplant. The patient felt a flutter in their chest during arrhythmias, but once resolved, the patient no issues. The patient remained functioning independently while working a full time job. A log file review revealed multiple pulsatility index (pi) events. There were no other unusual events recorded in the log file event history. The patient had a history of atrial fibrillation and ventricular tachycardia. An implantable cardioverter-defibrillator was implanted prior to the left ventricular assist device. The patient received treatment in the form of cardioversion therapy and medications such as xarelto (rivaroxaban) and amiodarone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The submitted log files captured transient pi events, resulting in momentary decreases in speed per design. The pump appeared to function as intended. No atypical events were captured. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20jun2019. No further information was provided. The manufacturer is closing the file on this event.